Event description:
It was reported that during a gastrectomy procedure, the device was jammed. The cartridge did not properly cut the stomach, tissues were chewed. They had to perform manual sutures on stomach's tissues. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple attempts to retrieve the device have been conducted, a supplemental report will be sent upon receipt of the device or additional information. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Description of the event: jammed. The cartridge did not properly cut the stomach, tissues were chewed. They had to perform manual sutures on stomach's tissues. Consequences for the patient: reoperation. The patient suffered from a fistula six days after the surgery. They had to perform another surgery.

Manufacturer narrative:
(B)(4). Added additional information the analysis found that one long60a device was returned in good visual condition and with one ecr60d cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cutting issues or partial fire were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.